Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm occurred. The target lesion was 100% stenosed and located in the mid superficial femoral artery. Following treatment with the oad, a vessel spasm occurred in the peroneal. The guide wire was removed and vasodilators were administered to resolve the spasm. The patient was stable following the procedure.